Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the remaining of the essure coil was in the myometrial part of the cornua"), device dislocation ("malposition of essure device location of device: fallopian tubes"), embedded device ("the remaining of the essure coil was in the myometrial part of the cornua"), precancerous lesion excision ("precancerous lesion") and pelvic pain ("pain/tremendous pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, migraine, irregular periods, vaginal bleeding, perineal pain, pap smear abnormal, dysmenorrhea, menorrhagia, vitamin d low, loop electrosurgical excision procedure and paratubal cyst. Concomitant products included tramadol. On(B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), neck pain ("cervical pain"), back pain ("lower back pain"), abdominal pain lower ("cramping"), loss of libido ("essure took away/my sexual drive") and asthenia ("essure took away/my energy/my strength to be able to stand") and underwent precancerous lesion excision (seriousness criterion medically significant). The patient was treated with surgery (diagnostic hysteroscopy, operative laparoscopy with salpingectomy and essure removal and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, precancerous lesion excision, anxiety, depression, dysmenorrhoea, dyspareunia, abdominal distension, neck pain, back pain, loss of libido and asthenia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, loss of libido, menorrhagia, neck pain, pelvic pain, precancerous lesion excision and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from medical record: embedded device, device breakage most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Reporter information were added. Concomitant drug were added. Event verbatim were updated as pain/tremendous pain. Event : abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bloating, cervical pain, lower back pain, cramping, essure took away/my sexual drive, essure took away/my energy/my strength to be able to stand, malposition of essure device location of device: fallopian tubes and precancerous lesion were added. Outcome of the event pain were updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining of the essure coil was in the myometrial part of the cornua'), device dislocation ('malposition of essure device location of device: fallopian tubes / migration'), embedded device ('the remaining of the essure coil was in the myometrial part of the cornua'), fallopian tube perforation ('perforation'), precancerous lesion excision ('precancerous lesion') and pelvic pain ('pain/tremendous pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, migraine, irregular periods, vaginal bleeding, perineal pain, pap smear abnormal, dysmenorrhea, menorrhagia, vitamin d low, loop electrosurgical excision procedure and paratubal cyst. Concomitant products included tramadol. On (B)(6) 2013, the patient had essure inserted. In september 2014, the patient experienced abdominal distension ("bloating"). In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), neck pain ("cervical pain"), back pain ("lower back pain"), abdominal pain lower ("cramping"), loss of libido ("essure took away/my sexual drive") and asthenia ("essure took away/my energy/my strength to be able to stand") and underwent precancerous lesion excision (seriousness criterion medically significant). The patient was treated with surgery (diagnostic hysteroscopy, operative laparoscopy with salpingectomy and essure removal and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, fallopian tube perforation, precancerous lesion excision, anxiety, depression, dysmenorrhoea, dyspareunia, abdominal distension, neck pain, back pain, loss of libido and asthenia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, loss of libido, menorrhagia, neck pain, pelvic pain, precancerous lesion excision and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from medical record: embedded device, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event "fallopian tube perforation" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the remaining of the essure coil was in the myometrial part of the cornua'), device dislocation ('malposition of essure device location of device: fallopian tubes / migration'), embedded device ('the remaining of the essure coil was in the myometrial part of the cornua'), fallopian tube perforation ('perforation'), precancerous lesion excision ('precancerous lesion') and pelvic pain ('pain/tremendous pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, migraine, irregular periods, vaginal bleeding, perineal pain, pap smear abnormal, dysmenorrhea, menorrhagia, vitamin d low, loop electrosurgical excision procedure and paratubal cyst. Concomitant products included tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression"), neck pain ("cervical pain"), back pain ("lower back pain"), abdominal pain lower ("cramping"), loss of libido ("essure took away/my sexual drive") and asthenia ("essure took away/my energy/my strength to be able to stand") and underwent precancerous lesion excision (seriousness criterion medically significant). The patient was treated with surgery (diagnostic hysteroscopy, operative laparoscopy with salpingectomy and essure removal and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, embedded device, fallopian tube perforation, precancerous lesion excision, anxiety, depression, dysmenorrhoea, dyspareunia, abdominal distension, neck pain, back pain, loss of libido and asthenia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, asthenia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, loss of libido, menorrhagia, neck pain, pelvic pain, precancerous lesion excision and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from medical record: embedded device, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the remaining of the essure coil was in the myometrial part of the cornua"), embedded device ("the remaining of the essure coil was in the myometrial part of the cornua") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, migraine, irregular periods, vaginal bleeding, perineal pain, pap smear abnormal, dysmenorrhea, menorrhagia, vitamin d low, loop electrosurgical excision procedure and paratubal cyst. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (diagnostic hysteroscopy, operative laparoscopy with salpingectomy and essure removal and essure removal). Essure was removed on(B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, embedded device and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from medical record: embedded device, device breakage most recent follow-up information incorporated above includes: on 17-apr-2019: event "the remaining of the essure coil was in the myometrial part of the cornua", reporter, medical history added from medical record. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.